Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for recertification and preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation, it was noted that the device did not meet acceptance criteria of evaluation process due to an error code in relation to (loss_of_comm_int_li_ion). Therefore, the technician recommends replacing the internal battery to resolve the issue. There was no repair performed. The device was disqualified from recertification and will be scrapped.